Event description:
It was reported that the user experienced hypoglycemia resulting in loss of consciousness and a subsequent hospital admission, after which the ilet display would not power on; upon removal of the case, the screen bezel separated from the pump, and a replacement device was arranged. Symptoms included hypoglycemia with unconsciousness. Outcomes included hospitalization and medical intervention. Investigation included remote troubleshooting, verification of device information, and user education on shutdown, data sync, data non-transfer to the replacement, cgm continuation, and return logistics. Investigation of this case revealed a hardware failure consistent with screen bezel separation of the display assembly leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display assembly.